Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value at the time of incident was 336mg/dl and current blood glucose value was 472mg/dl. Customer treated with manual injections. Customer alleged the pump of under delivering because after 3rd day of wearing infusion set blood glucose rose and stayed high. Insulin pump will not be returned for analysis.